Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ mgit¿ 960 instrument, an unspecified number of negative results were obtained. After zn staining was performed and a positive result was obtained, the results were determined to be false negative results. There was no health impact or consequence reported.